Manufacturer narrative:
(B)(4). UDI not complete as correct lot# not provided by customer.

Event description:
It was reported that: "26 july 2024, one of the lumens of the double-branch cannula is clogged and not flowing well. The patient is reported as fine.".

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. A visual exam was performed and no defects were observed. Both bronchial and tracheal inner lumens were observed under magnification. No obstruction was found inside both angular connector tubes. It was also found that the bronchial lumen inner diameter go gauge was able to glide through both inner lumens without any difficulty. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
It was reported that on (B)(6) 2024, one of the lumens of the double-branch cannula is clogged and not flowing well. The patient is reported as fine."